Event description:
It was reported that during the implant procedure of a transcatheter valve in a patient with severe calcification, aortic valve area of 0.3 squared centimeters, and a "steep" aortic arch, upon advancing the valve through the base of the aortic annulus, the valve appeared to forcefully enter the left ventricle, likely due to the patient's calcified anatomy. Following the implant of the valve, a type b dissection was observed near the descending aorta. Subsequently, the patient was placed on observation and extubation was not performed. Additionally, the patient's blood pressure remained stable. It was suspected that the dissection occurred either when the valve was advanced through the aortic arch, or when the valve passed through the base of the aortic annulus.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.